Manufacturer narrative:
"Hospitalization-initial or prolonged" was checked by mistake. There was no lens repositioning. (B)(4).

Manufacturer narrative:
The product was manufactured in (B)(4) , not in the u.s.

Manufacturer narrative:
The product was manufactured in (B)(4) , not in the u.s.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -2.0/+1.5/40 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to refractive surprise and the development of a cataract. A repositioning of the lens, enlargement of the incision (in order to perform cataract surgery), phaco-emulsification, and iol implantation was performed. The patient's post op best corrected visual acuity (bcva) was 20/20 and the patient's post op uncorrected visual acuity (ucva) was 20/25 with status of the eye being pseudophakic.